Manufacturer narrative:
The manufacturing location for this product is greater (B)(6). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ IV set cfn120 bp hs had foreign matter found in the IV set chamber. Found before use. No reports of serious injury or medical intervention noted.

Event description:
It was reported that the bd¿ IV set cfn120 bp hs had foreign matter found in the IV set chamber. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted field: device returned to manufacture: yes.

Manufacturer narrative:
H.6. Investigation summary: 1 sample was returned to (B)(4) , with lot number 20180109. Retention samples verification: (B)(4) verify retention samples for lot 20180109, no fm was observed. DHR review: (B)(4) review the spike & chamber injection record, IV set chamber & spike assembling work record for lot 20180109, no abnormality was observed. Sgs material test report: the complaint sample was sent to sgs for analysis. The results from ftir-microscope shows that the fm major composition was polyacrylate. Material verification: (B)(4) verify all the material of the IV set, and concluded that the fm material was air filter membrane. The air filter membrane is made of glass fiber/acrylic copolymer. IV set assembling process: the IV set chamber & spike is assembled automatically. During the assembling process, there are chances that the air membrane was not set into the air inlet position correctly, and drop on the spike. The dropped membrane might be crushed by the machine guide pillar and air inlet, resulting into fragments. The fragments then dropped inside the spike and assembling process proceed on, this fragment cannot be observed easily. Fm measurement: the fm fragment size were measured and the smallest size being 199 microns. There is a final filter installed end of the tubing, with pore diameter at 125 microns. As the fm fragments dimension are bigger than the pore diameter, this would mean the membrane are no able to inflow through the filter into the human body. Investigation conclusion: from investigation, during the assembling process, there are chances that the air membrane was not set into the air inlet position correctly, and drop on the spike. The dropped membrane might be crushed by the machine guide pillar and air inlet, resulting into fragments. The fragments then dropped inside the spike and assembling process proceed on, this fragment cannot be observed easily. Corrective actions: 1. Rechecked the stock at (B)(4) including semi-finished and finished product for the device family accordingly to iso 2859-1. If any non-conformance such as this issue was observed, (B)(4) will segregate that batch or lot. 2. (B)(4) installed a blower on the assembling machine membrane stamping device. This could blow away those membrane which missed the air inlet. 3. (B)(4) will implement that the machine operator shall clean the machine every two hours to ensure no foreign matter. 4. Retrain the semi-product (spike & chamber) inspector to check the chamber and spike inside with product turned upside down for fm, the operator is to segregate and scrap the nonconforming product if any fm found. The above actions will be completed / implemented by 31 may 2018. From sgs testing, the fm is concluded to be polyacrylate. (B)(4) verify the fm material to be air filter membrane. The air filter membrane is made of glass fiber/acrylic copolymer. The fm fragment size were measured and the smallest size being 199 microns. There is a final filter installed end of the tubing, with pore diameter at 125 microns. As the fm fragments dimension are bigger than the pore diameter, this would mean the membrane are no able to inflow through the filter into the human body. The likely cause for this occurred during the assembling process, there are chances that the air membrane was not set into the air inlet position correctly, and drop on the spike. The dropped membranes might be crushed by the machine guide pillar and air inlet, resulting into fragments. The fragments then dropped inside the spike and assembling process proceed on, this fragment cannot be observed easily.

Event description:
It was reported that the bd¿ IV set cfn120 bp hs had foreign matter found in the IV set chamber. Found before use. No reports of serious injury or medical intervention noted.